Manufacturer narrative:
The customer did not return the device for evaluation. The contour plus test strips associated with the event expired in apr-2022. Therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that his blood glucose readings were not being stored in the memory of the contour plus meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.